Event description:
It was reported that the pt's blood glucose was 2.2 mmol/l without symptoms of hypoglycemia. She said that she treated the blood glucose excursion with oral carbohydrate intake. The pt reported that she had no unplanned or increase in activity; she drank one glass of wine. She reviewed the pump and confirmed that all settings were accurately programmed and all deliveries were correct. The pt reported that she changed the cartridge and infusion set at 6:44 pm. She recalled that she inserted the cartridge into the pump during the load cartridge step activation. The pt confirmed that the piston moved too far forward for cartridge insertion without pushing insulin out; she denied that she was attached to the infusion set at the time. The pt said, she disconnected from the infusion site at 2:37 am and inserted a new cartridge; she did not replace the tubing. She said that she was disconnected for all prime operations as follows: (B)(6) 2010 at 6:44 pm primed 0.6 units, (B)(6) at 6:44 pm primed 0.6 units, (B)(6) at 6:44 pm primed 7.3 units, (B)(6) fill cannula 0.0 units, (B)(6) at 2:37 am primed 14.6 units, and (B)(6) at 2:37 am primed 12.2 units. The pt could not explain why she primed 0.6 units twice, did not fill the cannula, and primed twice at 2:37 am when the tubing was already filled. The animas cde concluded that the prime history as well as the pt's recount of the load cartridge phase error indicated confusion on the part of the pt regarding the ezprime operation.

Manufacturer narrative:
It was unclear from the pt's narrative whether she completed an inadvertent infusion during a load cartridge and/or prime phase. The pt has continued to use the pump with no reported subsequent events. The pump has not been returned to animas. If the device is returned, and eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no data from the time of the event was available due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the battery compartment was found to be cracked and moisture was found in the battery compartment. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.